Event description:
On 13 june 2007, notified by sales rep that sapula vision, sapula ok, had a patient report a cvue gp contact lens broke in the eye, and was treated at the emergency room. The physician was contacted 14 june and had no further information, as he had not seen the patient. No further information has been provided after repeated contact with the eyecare practitioner.

Manufacturer narrative:
Method - mfg records were examined.